Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during preparation it was noticed that the tip of the jagtome would not bow. The device did not come into contact with the pt. The procedure was completed with another jagtome. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).